Event description:
Customer reported urgent care visit due to high blood glucose. The current blood glucose reading is 279 mg/dl. The early morning reading was 468 mg/dl. Customer had mild diabetes ketoacidosis. Customer drinking a lot of fluids. The blood glucose reading at the time of the event was 399 mg/dl. Customer stated that the high blood glucose maybe related to emotional state; she had to put her dog to sleep. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.